Event description:
Information received from the field notes that the patient presented to the clinic complaining of low heart rates. Bi- polar impedance was >2500 ohms with no capture and .4mv sensing. Unipolar impedance was 260 ohms with a capture threshold of .75v. The patient was not pacemaker dependent and the device was functioning in aai.